Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to a hole in the system which is causing fluid loss. The patient was being treated for increased urinary incontinence and atrophy. A patient outcome of expected to fully recover was reported.